Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for dead meter. Meter turns on when the circle button is pressed but not when strip is in meter. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of dizziness (after taking insulin). Medical attention is not reported as a result of the actual blood glucose results. Product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/25/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer returned a called back on (B)(6) 2019 and states that because she has not received the meter, she has not been testing. She states that she feels woozy/dizzy after administering her insulin. She states that she is going to call her doctor now because of the diabetic symptoms.